Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. It was suggested that the monitor be replaced. However, the patient will check with cardiologist if there is an inventory, if none is in stock , the patient was advised to call back for replacement. The monitor is still in use. No patient complications have been reported as a result of this event.